Event description:
No additional information. Material#:2420-0500. Batch#:23063279, 23065414, 23063288. It was reported by customer that nurse was priming IV tubing with fluids to be used on patient and tubing split. Verbatim: nurse was priming IV tubing with fluids to be used on patient and tubing split. Additional info from customer: (04-sep-2023) in answer to your questions: no serious adverse event occurred. I previously sent pics with the lot numbers that were in stock on the unit where this occurred. Date of occurrent (B)(6) 2023. Tubing was given to (B)(6) in materials here at srh to send back to bd. I no longer have it. Hope this helps. I have no further information. Additional info from customer: 07-sep-2023 I cannot get a picture to print, still having issues within our system, but the following lot numbers were in the supply closet that this tubing was pulled from. (10)23063279. (10)23065414. (10)23063288 or may be 86. Additional info from customer: 08-sep-2023 we do not know which lot the defective tubing came from because the packaging was thrown away...the 3 numbers provided are what they had in their supply closet.....that is the only information that was given to me.

Manufacturer narrative:
It was reported by customer that nurse was priming IV tubing with fluids to be used on patient and tubing split. No product or photo was returned for the reported material number and lot number. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2420-0500 lot number 23063279 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0500 lot number 23065414 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0500 lot number 23063288 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
No additional information was provided. Material#:2420-0500; batch#:23063279, 23065414, 23063288. It was reported by customer that nurse was priming IV tubing with fluids to be used on patient and tubing split. Verbatim: nurse was priming IV tubing with fluids to be used on patient and tubing split. Additional info from customer: (04-sep-2023) in answer to your questions: no serious adverse event occurred. -I previously sent pics with the lot numbers that were in stock on the unit where this occurred. -date of occurrent (B)(6) 2023 -tubing was given to (B)(6) in materials here at (B)(4) to send back to bd. I no longer have it. Hope this helps. I have no further information. Additional info from customer: 07-sep-2023 I cannot get a picture to print, still having issues within our system, but the following lot numbers were in the supply closet that this tubing was pulled from..... (10)23063279, (10)23065414, (10)23063288 or may be 86. Additional info from customer: 08-sep-2023 we do not know which lot the defective tubing came from because the packaging was thrown away...the 3 numbers provided are what they had in their supply closet.....that is the only information that was given to me.

Manufacturer narrative:
Additional batch #s provided: d4. Medical device lot #: 23063279. H4. Device manufacture date: 20-06-2023. D4. Medical device lot #: 23065414. D4. Medical device expiration date: 21-06-2026. H4. Device manufacture date: 17-06-2023. D4. Medical device lot #: 23063288. D4. Medical device expiration date: 28-06-2026. H4. Device manufacture date: 20-06-2023 h3 other text : see narrative below.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set tubing was damaged. The following information was provided by the initial reporter with the verbatim: nurse was priming IV tubing with fluids to be used on patient and tubing split.